Manufacturer narrative:
Additional product codes: hsz, gfa, gff. Lot number provided could not be verified as a valid lot number. Device is an instrument and is not implanted/explanted. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: a surgery for the radial head fracture was performed on (B)(6) 2015. A headless compression screw (hcs) 2.4/3.0 was used for the surgery. After the guide wire had been inserted, the drilled was conducted. During the drilling, a small piece of metal was discovered from the gauze which was used to wipe the blood off. The guide wire was bent when extracted. Although it had been instructed prior to the surgery that only the cortex bone should be drilled, there was a possibility that the cancellous bone might also been drilled. No surgical delay was reported. No adverse consequences were report other than the possibility of extra drilling on cancellous bone. It is unknown whether the metal piece was from the guide wire or the drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device investigation summary ¿ received drill bit 310.221 and guide wire 292.623s. The visual inspection showed no broken off pieces by both articles, nor any damages. The guide wire and the drill bit are in working condition. It is unknown where the returned metal piece was from. No manufacturing related fault to guide wire and drill bit was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.